Manufacturer narrative:
Section b7: the patient having pfo is moved to section b7 from section b5.

Event description:
Additional information: the patient had patent foramen ovale (pfo) and was closed on (B)(6) 2019.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: although the evaluation of the submitted controller event log file confirmed low flow events, a root cause could not be conclusively determined. Furthermore, a correlation between the device and the reported patent foramen ovale (pfo), gastritis and related symptoms could not be determined through this evaluation. No controller event data prior to (B)(6) 2019 was captured in the submitted log file, therefore, the reported low flow hazard alarm on (B)(6) 2019 could not be confirmed. No atypical alarms were captured in the controller periodic log file. Low flow controller faults were captured on (B)(6) 2019 5:09pm-5:34pm, 11:39pm, (B)(6) 2019 12:58am, (B)(6) 2019 5:01pm, (B)(6) 2019 2:36-:237am. These events were due to the estimated flow falling below the low flow threshold of 2.5lpm, however, they did not last long enough to trigger an audible hazard alarm. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Pump power remained stable from 3.6-4w and the system operated above the low speed limit for the duration of the log file. The account reported blood pressure management as treatment for low flow. The account reported that the patient presented symptomatic on (B)(6) 2019 with gastritis. They received a liver function test for low grade temps and further work-up. The account reported the patient is currently stable with no further low flow alarms and remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 months, 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the pump parameters had fluctuation in power. Low flow alarm was observed on (B)(6) 2019 upon interrogation of the device. The device speed was increased to 5400 rpm due to right ventricular underfilling and atrioventricular opening every beat. The manufacturer's technical service representative reviewed the log file and observed low flows with high pi readings. Blood pressure is managed. No other treatment was provided. The patient is currently stable with no further low flow alarms.